Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening crack. Leak test and microscopic analysis was performed which identified: opening crack of the valve and white particles inner device. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Patient reported a right side deflation. Later, healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device was explanted and replaced.